Event description:
Foggy image, objective lens broken. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. We performed good faith effort to gather additional information regarding this event the following questions. Did foggy imagery occur during hospital procedures. Was the procedure continued or was there an alternative endoscope available. On (B)(6) 2023, we did not get an answer to our question, but (B)(6) provided an email response stating "in most of the cases users have more than one endoscope because of reprocessing time." Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: based on the reported incident, we determined that the objective lens unit was damaged and moisture entered the interior, causing condensation and making the observed image unclear. Potential causes of damage include the objective lens coming into contact with other instruments during use or reprocessing. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 18-jun-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 18-jun-2020. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.